Event description:
It was reported that during patient use, the attending nurse noted that the device had been operating normally when the doctor noticed that the touchscreen had gone black. The ventilator continued to ventilate the patient. There was no patient harm, and the patient was placed on another ventilator. The service engineer checked all cables to the mainboard. All of the cables looked normal and were correctly connected.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.